Manufacturer narrative:
H3 other text : not returned to the manufacturer.

Event description:
The manufacturer became aware of a dreamstation 2 advanced auto CPAP device with a complaint that the humidifier plate is melting. The patient also alleged his first replacement had the same issue and was replaced on 9/2022. There was no report of patient harm or injury. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete.